Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient reused-single use supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient was connected to the homechoice. The patient stated that the homechoice was in last fill with an alarm and that they cycled power to the homechoice and the homechoice went to press go to start. The patient stated that they then pressed go and that they were now in priming. The technical service representative explained the alarm. The technical service representative had the patient press stop and assisted with disconnecting and removing the cassette. Should additional relevant information become available, a supplemental report will be submitted.